Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). The wound dehiscence occurred about one week post-operatively. The event was a result of tissue reaction and tissue extrusion with the wound opening. The wound was re-sutured closed. The actual device product codes and batch number associated with this event is not known. Eight possible product codes and batch numbers are reported as follows: product code y266h, batch (B)(4), mfg date: 07/01/2009, exp date: 07/31/2014. Product code y266h, batch (B)(4), mfg date: 03/01/2011, exp date: 01/31/2016. Product code y266h, batch (B)(4), mfg date: 10/01/2009, exp date: 07/31/2014. Product code y266h, batch (B)(4), mfg date: 11/01/2009, exp date: 07/31/2014. Product code y427h, batch (B)(4), mfg date: 07/01/2011, exp date: 07/31/2016. Product code y427h, batch (B)(4), mfg date: 09/01/2011, exp date: 07/31/2016. Product code y427h, batch (B)(4), mfg date: 07/01/2011, exp date: 07/31/2016. Product code y427h, batch (B)(4), mfg date: 09/01/2011, exp date: 07/31/2016. Upon receipt of clarifying information, this medwatch report represents one patient/one device event and is not linked to medwatch 2210968-2012-00588.

Manufacturer narrative:
(B)(4) wound dehiscence. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00588. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an acl repair procedure on an unknown date and suture was used. The wound dehisced from the tibia tissue. Additional information was requested.